Manufacturer narrative:
Product analysis #(B)(4): analysis was able to confirm the customer comment that the stylus and cursor were not aligned. It was noted that the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. Product ID: 2067l, serial#: (B)(4). Product ID: 229047, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus pen does not sync. The user calibrated several times, changed the pen multiple times, and it was still off. It was noted that this was the second time the programmer was returned for this same issue; the issue was resolved for a short time after it was returned the last time. The programmer was returned for repair. There was no patient involvement. It was further reported that the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.